Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-feb-2020, (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-oct-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported during stage one lead placement on the right brain into the vim, the lead was tested contact 0, and there was facial pulling at 1 volt. The lead was moved 2 mm medial and tested again. There were no side effects with speech or pulling with stimulation on, however, with the stimulation on and off the patient reported feeling weird and they felt like they couldn't speak correctly. At the time, the patient sounded normal and had no weakness. The lead was placed and the case was completed. The patient was kept at the hospital for five days and monitored. They had some difficulty speaking and slight weakness in the face post surgery. Stage two was completed on march 4th and they were to go to rehab following the surgery. No further complications were reported as a result of this event.